Manufacturer narrative:
Event date: exact date unknown, event occured after the original implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7073750.

Event description:
It was reported that the patient was experiencing abdominal discomfort after the implant procedure. The patient underwent a revision procedure wherein the old ipg and lead were replaced with an MRI compatible. The patient was doing well postoperatively and the explanted devices were discarded by medical facility.